Event description:
Adverse event(s): no pt impact reported (no consequences or impact to pt). Product problem(s): "system message occurred" (device displays error message). A nurse reported receiving a system message error four times during surgery. The customer was actually using another instrument at the time, so the case was not impacted. Rebooting of the system did not clear the message.

Manufacturer narrative:
A company rep examined the system and was unable to duplicate the reported event. Preventative maintenance was performed on the system and a cpc fitting was replaced. The system was then tested and met all product specs. A review of complaints for the last 24 months indicated no add'l, related reports for this system. A review of service requests for the last 24 months indicated no add'l, related reports for this system. There was no sample returned for eval. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk. (B)(4).